Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir transfer guard passed per inspection. No occlusion during filling. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Ran basal/bolus leaking test. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Event description:
The customer reported that he was doing a set change and the reservoir had a leak. The reservoir was leaking from the top end. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.